Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that the dental implant fracture has happened, 1 year after its installation in intraoral region #30. The patient presents bone type IV.